Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The rv exposed coil is distorted from stretching at 59.9 cm at the distal end of the rv coil. No anomalies were found with the insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure an anomaly of the right ventricular (rv) lead insulation was noted. The insulation of the distal part of the rv coil was not as dense compared to other leads. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.